Manufacturer narrative:
(B)(4). Additional lot number: 3698792, exp date 04/30/2015, MFR date 05/30/2012. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator was partially inserted into the hemostasis sheath upon receipt. The dilator was removed to enable visual inspection. The results of the investigation concluded that the introducer sheath was fractured just proximal to its distal tip and just distal to the hub. The fractured tubing remained connected by the braided wires. In addition, several cracks were noted throughout the length of the sheath and the sheath hub was a light yellow color. The damage is consistent with the product being stored outside of the shelf box and exposed to light. Information received indicated two possible lot numbers. The device history records for each possible lot number were reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the processes were performed and completed in accordance with sjm specifications and procedures. The cause of the reported complaint is consistent with exposure to light and subsequent material degradation. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place. Additional information received from the field indicates the introducer was stored outside the box in a room with fluorescent lighting.

Event description:
During an electrophysiology procedure using a swartz braided transseptal introducer, the tip of the introducer became partially detached. Mid-way through the procedure, it was noted the tip of the swartz braided introducer had partially detached; however, it was still attached to the shaft by the braid wires. A snare device was used to remove the tip. There were no adverse consequences to the patient.